Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and high levels of ketones. Suspected cause was an unspecified issue with the pump. Manual injections were administered resolving bg/ketones. During a follow-up, it was reported the pump was working as expected. Contact declined to troubleshoot the issue.